Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was 413 mg/dl. The customer's family or friend stated that the customer bolused, and the blood glucose reading would drop 5 points. She noted that he was able to lower it to about 170 mg/dl, and when he woke it was 91 mg/dl. The customer stated that he did not eat anything all day and the blood glucose reading rose to 236 mg/dl. The blood glucose reading was 250 mg/dl upon hospitalization. Upon troubleshooting, the caller started that only a drop of insulin came out during a 5.0 unit bolus. A motor error also occurred during the high pressure test. No infusion set cannula occlusions noted. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Unable to prime during the prime/alarm test and a motor error alarmed during the basic occlusion test due to moisture damage, which was noted in the force sensor resistor. Unable to perform occlusion and excessive no delivery alarm test due to the prime anomaly. During the visual inspection, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and missing end cap sticker were noted. Dried insulin was also observed on the motor slide.